Event description:
It was reported that during an interventional procedure of a mildly calcified coronary lesion, the fox sv balloon ruptured at 10 atmosphere (atm) during inflation. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.